Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. Customer stated all buttons were not responding. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test and self test due to no button response. Device received no button response due to moisture damage at electronic assembly noted.